Manufacturer narrative:
Device evaluation summary: the device contained clear gel. No foreign material was observed within the device and gel was observed on the shell surface. Upon receipt, the device was severely rented. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. However, because of the class action no further conclusion as to the cause of the rent can be determined at this time. There is no evidence that the issue is related to manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral rupture. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 325cc, catalog number 3503251bc, lot number 7655715, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019. This report is for the left side.